Manufacturer narrative:
Concomitant products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 8709, lot# j0056632r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-16 information was received from a consumer regarding a patient who was receiving fentanyl 250.0 mg/ml; 160.62 mg/day, hydromorphone 2.0 mg/ml; 2.0849 mg/day, clonidine 120.0 mg/ml; 125.10 mg/day, bupivacaine 1.1 mg/ml; 1.1467 mg/day via an implantable pump. The event date was (B)(6) 2014. It was reported the patient experienced pain and had an allergic reaction to the pump. The patient experienced an infection inside his body on the lefthand side. The patient took cipro to keep the infection down. The patient had problems (B)(6) and followed up with the healthcare provider (hcp) (B)(6). A revision surgery was done (B)(6) , 2015. The hcp told the patient that a new pump was put in. The reporter said only a little piece of catheter was put in there but not the whole catheter and only a new battery but no new pump was put in. The hcp took the pump out, flushed it, and cleaned it all up because of infection on the left side. He then cut a piece of the catheter, moved it across to the other side and made a branch to it and he plugged it back in and then he closed everything back up after he washed everything out with betadine and some kind of flush. Hcp told the patient he cleaned it all up, used the same catheter and changed out the battery. The reporter had the surgical report from the physician dated (B)(6) 2015 and said they did not do what the report says. The report says the catheter was removed from the end of the pump, the tip of distal end of the catheter was cut off, was then able to tunnel to the new incision which was formed in the right abdominal wall into that area. The catheter extension was then connected to the new pump. The reporter said it was not a new pump and it was connected to the old catheter. Per the surgical report; the patient went in for changing of his pump as well as because of a severe reaction to his skin. It was noted that the pump would be moved to a different location as well as replace it. The reporter said it was not replaced and that it was still the same pump with the same serial number. Report says the procedure in cluded: removal of pump from the existing site, creation of the new pocket in the right abdominal wall, tunneling a new catheter extension, fluoroscope for guide and interpretation. The patient was taking to the operating room, monitored and anesthesia cared a physician. The patient was prepped in a normal sterile fashion after a thorough betadine prep 1% xylazaine was used over the previous area for pump incision. The incision was made over the pump carefully de-sectioned down into the pump pocket. The pump was removed with some difficulty due to the previous scarring. The pump was on the left side and was trying to push through his body and come out. The area was copiously irrigated with betadine containing solution. The catheter was removed from the end of the pump; the tip of the distal of the catheter was cut off, and then was able to tunnel to the new incision which was formed in the right abdominal wall into that area. The catheter extension was then connected to the new pump. The physician was supposed to replace the pump components but when the patient had his stomach x-rays done it showed that the catheter was the same one but the catheter was just stretched when it was moved from the left side to the right side. The catheter was not completely replaced, only replaced a piece of it. The reporter stated it was the old pump which was just cleaned out and connected to the old catheter.

Event description:
The patient had a blemish/boil over his pump and the physician was planning on moving the existing pump or may replace the pump. He was also ruling out infection. It was later reported that the pocket was not infected. The existing pump was moved to the other side of the patient¿s abdomen on (B)(6) 2015. It was unknown how the patient was doing following the revision, but this reporter had had no notice from the facility or physician following the pump relocation. There was no therapy disruption related to the event. The device system was delivering fentanyl, hydromorphone, clonidine, and bupivacaine.